Event description:
The surgeon reported a pt experienced an unusual episode of pupillary block, pigmentary open-angle glaucoma following uncomplicated cataract extraction and intraocular lens (iol) implant surgery of the left eye (os). The surgeon reported due to fluid retained in the bag, the anterior capsule was flopping forward and sequestering the posterior capsule accounting for the delay in the expected forward iol movement. An add'l surgical procedure was performed. A peripheral iridotomy/iridectomy laser surgery provided immediate relief of the iris concavity. The pt's vision improved.manufacturer's rpeort number: 1119421-2007-00398( right eye) 1119421-2007-00399 ( left eye)

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot of product. Add'l info was requested on 9/11/2007, 9/20/2007, 10/2/2007, 10/3/2007 (twice). Add'l info was recieved.